Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. After the procedure, a late onset pericardial effusion was noted. A pericardiocentesis was performed. The patient was doing well and was discharged the following day.